Event description:
It was reported that the patient had passed out and was brought into the clinic to be checked. Interrogation showed that the patient had received a single shock. The status of the lead is unknown at this time. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.